Event description:
A pt was implanted with a lc-dcp plate and 4.5mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the pt complained of pain and x-rays taken on an unk date revealed non-union and two broken screws. The pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the pt. This report is #9 of 9 for the same event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. No x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.

Manufacturer narrative:
Additional narrative: this screw is whole and intact. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. If so, its length of 36mm would make this a 214.836. The head is laser etched. The part was made prior to 10/12/2011 as that was when the requirement for head markings disappeared. The hex is in good condition with very minor marks. The top of the head is also in good condition. The band has a minor dent. There is a spiraling galled mark on the bottom of the head that eminates at the transition and ends about mid-surface in a worn mark. There is bio-material remaining on the bottom surface. Threads two and three have been compressed on one side only and the shaft is slightly bent in this area. The remaining threads are in generally good condition as are the flutes and the tip.